Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 23 alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had no unexpected external flash error alarms noted during testing. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Multiple unexpected external flash error alarms in the format history file, multiple unexpected low battery alarms noted in the format history file and external flash error was triggered due to connector resistance issue on j6. The j6 connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. The device had a scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, and peeling end cap address label.